Manufacturer narrative:
Investigation: x-review DHR . X-inspect returned samples. Analysis and findings : (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/20/2011 under wo #(B)(4) and shipped on 05/19/2011. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair log 96059. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit displayed "error 2". Root cause: an error code 2 can indicate several possible issues. This unit required the replacement of c16 and c17 which were updated by the manufacturer, alsa several years ago. The root cause is being attributed to wear and tear. The diaphragm was updated due to a previous issue where it was determined it can become non-functional. Correction and/or corrective action. The unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Although not related to the complaint or faulty on this unit, the diaphragm required an update. Reason: sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Preventative action activity. Coopersurgical will continue to monitor this complaint condition for trends. Reference eng-test-10341-r and ecn-20444.

Event description:
Customer did not send paperwork with unit. Repair tech stated "error 2 - verified - replaced f1, c16, c17, fuse a1, and diaphragm". Ro 96059. Ref: (B)(4). Leep system 1000 - 110v l1000, (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Customer did not send paperwork with unit. Repair tech stated "error 2 - verified - replaced f1, c16, c17, fuse a1, and diaphragm" ro 96059. Ref: 1216677-2021-00074 leep system 1000 - 110v l1000 e-complaint (B)(4).